Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was returned connected together with a section of guidewire protruding from the distal end of the advancer. The remaining section of guidewire was also returned separate to the rotablator device. A visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out and no issues were noted with the unit's handshake connector during the connection of the device. A test guidewire could not be inserted into the returned plus unit as resistance was met when loading the guidewire onto the plus unit. The burr was microscopically examined and the burr annulus was found to be damaged/flared. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. There must be no scratches that expose brass on the plated back half of the burr when viewed under a microscope. (B)(4).

Event description:
It was further reported that the vessel was moderately calcified. The fracture of the rotawire guide wire occurred approximately 150mm from the tip of the guide wire. The rotawire guide wire came into contact with the rotablator rotalink burr resulting in the fracture of the guide wire into two pieces.

Manufacturer narrative:
(B)(4).

Event description:
Same case as:MDR ID 2134265-2013-01171. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire fracture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery. Outside the patient, the physician inserted a 330 mm rotawire guide wire into the 1.50 mm rotablator rotalink device and the rotawire was separated. The physician was unable to remove the rotawire from the rotalink device. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.